Event description:
It was reported that the patient underwent a spinal procedure at l4/5 using interbody devices. While positioning the device, it was noticed that the end of the device had broken off. The surgeon tried to extract the implant, but was unsuccessful. At that time, he made the decision to leave the remainder of the implant implanted.

Manufacturer narrative:
(B) (4). Two broken pieces of the implant were returned to manufacturer for evaluation. The implant was broken close to the instrument interface. It could not be confirmed if appropriate inserter was used with released thumb wheel and proper rotation of the instrument to tamp the implant. Impropriate and/or over impaction may break or damage the implant. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.